Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she heard of someone¿s uncle whose device moved up and out of his pocket and he had to have a second surgery. The patient had no further information. No further complications were reported.